Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B) (6) 2004, this pt was implanted with gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. On (B) (6) 2007, a CT scan revealed a proximal type I endoleak with expansion of the aneurysm. On (B) (6) 2007, an aortic extender component was implanted to address the endoleak. The endoleak resolved, and the pt is stable with no further complications.